Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized two years ago for a high blood glucose exceeding 400 mg/dl. The patient had eaten at a restaurant and then felt ill; she began to vomit. When the patient arrived to the hospital, her physician noticed that the infusion set cannula was bent. No further details were provided regarding the customer's treatment. The insulin pump was not returned for analysis.